Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was unable to place ipg into MRI mode due to high impedances on contacts. As such, surgical intervention was undertaken wherein the lead was replaced and therapy was restored.